Event description:
It was reported by the affiliate that during a CABG procedure, three blades were broken in a row. The second and third devices had a burn mark on the blade and also an error was displayed on the main body. The hand piece was used without any problems. Another device was used to complete the case. There were no adverse consequences to the patient. Please take photos for customer. Three devices will be returning.

Manufacturer narrative:
Date sent: 08/28/2008. Information anticipated, but unavailable at this time.